Event description:
Information was received via a manufacturing representative (rep) regarding a patient who had a trial lead. Information was reported that patient's trial lead failed to work properly and was explanted. No further complications reported. No patient symptoms were reported.